Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a cholecystectomy, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.